Event description:
Dream station ii replacement for recalled dream station. When I wake up at night there's a metallic burning smell as if the water tank has gone dry. There is still water in the tank. Dry mouth and throat has woken me up more than once; water still in tank. I have made an appointment with my pulmonary doctor, (B)(6) in (B)(6) for december 8 to discuss issues and try to get another brand machine. I would be grateful for any recommendations for a different manufacturer. (B)(6). Reference reports: mw5148835.